Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device was unable to obtain an ECG signal using these attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: zoll medical corporation evaluated the electrode pads and the customer report was not replicated or confirmed. The investigation did not yield any results that were untypical. The electrodes passed all testing and were observed to be functioning as expected during the evaluation. The device and activity/clinical logs were not returned for evaluation. No trend is associated with reports of this type.